Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a yellow wrench alarm on their mobile power unit (mpu). Of note, the patient used battery power while sleeping.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a yellow wrench alarm on a mobile power unit was unable to be confirmed. The heartmate mobile power unit (mpu) (s/n: (B)(6) was not returned for analysis. There was no log file submitted for review. Provided information indicated that the patient had a yellow wrench alarm on the mpu. It is unknown was led to this alarm. No additional documents or photos were provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the mpu alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. D, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.